Event description:
Patient reported they visited their dentist as required by byte to progress further for treatment. Their dentist informed them that the byte aligners have damaged their teeth and their bite and jaw alignment. They were also informed that they will need a deep cleaning of their teeth since it had been so long since last cleaning. Their dentist referred them to an orthodontist for further assessment. The orthodontist informed them that they will need to wear traditional metal braces for 2 years to correct the problems with their bite alignment. To fully correct the problem, they will need jaw surgery. All this orthodontic treatment is medically necessary to address pain, chewing difficulties and swallowing difficulties and to prevent further complications.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.